Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the fill port near the septum. Customer was able to load the same cartridge and continue insulin therapy. Customer's blood glucose was 114 mg/dl.